Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a blood glucose (bg) level ranging from 300-505 mg/dl and diabetic ketoacidosis. The customer alleged that the pump was not properly delivering insulin during bolus delivery as customer did not see any insulin come out the tubing. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous fluids. Reportedly, the customer was released on (B)(6) 2020 with permanent damage. Reportedly, the customer reverted to an alternate form of insulin therapy.